Event description:
During verification testing at the mfg facility, the tubing was separated from the semi-rigid female adapter of the inlet port of the filter of the tubing set.

Manufacturer narrative:
During testing, the tubing separated from the semi-rigid female adapter of the inlet port of the filter. The probable causes were inadequate solvent application or the solvent dried prior to insertion of the tubing into the semi-rigid female adapter. This report represents all the info known by the reporter upon query by hospira personnel.